Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(4) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.

Event description:
The customer reported that the autopulse li-ion battery (sn (B)(4) does not power on the autopulse platform. Per the customer, the battery successfully passed charging in several multi-chemistry battery chargers (mcc). The battery's status led displayed 4 solid green lights, indicating that the battery was fully charged. The customer tested the battery during shift checks and/or training sessions and discovered that sometimes, the battery powers on the platform and sometimes doesn't. No patient involvement.